Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen has a rainbow effect on display. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.